Manufacturer narrative:
The reagent lot number is 867697. The field service engineer (fse) replaced the gear pump head and adjusted the rinse unit and water levels. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 3 patient samples on a cobas 8000 c702 module. The initial results were inconsistent with the patients' clinical statuses which prompted the customer to repeat the samples. Sample 1 had an initial result of 8.4 mg/dl. The sample was repeated on another analyzer and the result was 3.5 mg/dl. Sample 2 had an initial result of 7.99 mg/dl. The sample was repeated on another analyzer and the result was 3.64 mg/dl. Sample 3 had an initial result of 8.91 mg/dl. The sample was repeated on another analyzer and the result was 5.89 mg/dl. The results from the other analyzer were deemed correct.

Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The service maintenance actions performed by the fse resolved the issue.